Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: sometimes when starting up, the software is not loaded.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: (B)(4).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: the vu esm is defective. Correction: replaced the defective component.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: sometimes when starting up, the software is not loaded.